Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an under infusion event on an adult patient. The volume not infused was added to volume to be infused. No further information is available.